Event description:
Right after insertion of the catheter, the catheter broke and remained in the pt. Catheter was removed without surgical intervention. No harm was done to the pt.

Manufacturer narrative:
A prepaid mailing tube and shipping label were provided to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 21 feb 2008.